Manufacturer narrative:
Concomitant medical products: 620rg35 heart ring, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible noise was noted on the lead. The lead remains in use. No patient complications have been reported as a result of this event.